Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the incident occurred due to a defect in the endoscope, resulting in foreign objects emerging from the distal end. The event can be prevented by following the instructions for use: instructions, operation manual of gif-1200n, chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual of gif-1200n, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign objects came out of the distal end due to clogging of the gastrointestinal videoscope channel tube. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the universal cord had a scratch. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The scope connector was dirty due to water leakage. The scope cover had a scratch; the adhesive around the light guide was peeled; and the connecting tube had discoloration. The connecting tube had a scratch. The scope connector cover unit had a scratch. The scope connector had a scratch. The switch box had a scratch, and the scope cylinder was shaved. The forceps elevator lever had a scratch. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The forceps elevator knob had a scratch. The grip had a scratch; the right/left knob had a scratch. The up/down knob had a scratch, and the control unit had discoloration. The control unit had a scratch. The air/water cylinder had corrosion. The up/down knob had corrosion. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the endoscope. There was no delay in the start of pre-cleaning; there were no abnormalities in the accessories used for reprocessing; and the instrument channel, instrument channel port, and suction cylinder were brushed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.